Manufacturer narrative:
Radiographs showing the position of the components prior to revision were analysed in lieu of returned components.

Event description:
It was reported that revision surgery was performed due to fracture.